Event description:
Harmonic scalpel ace laparoscopic device became defective after approx 1/2 hour of use. After troubleshooting with directions that were provided on top of the base device, new harmonic scalpel ace device was used. No issues after that.